Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test and had keypad anomaly. Customer's blood glucose at time of incident was 171 mg/dl. Customer was advised to insert new battery and display did not return. Customer was not able to access menu and once hit act it would not go to the next screen. Customer was advised that we are replacing the pump.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no failed battery alarms were noted. All buttons functioned properly and no damage on the keypad assembly was noted. Inspected the keypad connector on the lcd and no unlocked keypad connector was noted. The pump was received with cracked battery tube threads.